Event description:
It was reported that the device was implanted in 2006 yet it was giving a remaining longevity of only <1-16 months to rrt (recommended replacement time). The device was replaced. No patient consequences have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected operator code. Evaluation summary: (B)(4): the device did not meet expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at received and bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.